Event description:
It was reported by a 3rd party biomed that the on button looked like it had been collapsed and was not functioning. In that current state, the device was unable to power on. It is unknown if the device was damaged or not. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). After several follow up attempts with the customer, physio-control was unable to confirm if this device has been repaired or removed from service. The cause of the reported failure could not be determined.